Event description:
On 2016-05-03, information was received from a consumer regarding a (B)(6), female patient who was receiving fentanyl 500mcg/ml at 58.35 mcg/day and morphine 30mg/ml at 3.501 mg/day via an implantable pump for spinal pain. On an unknown date in 2016, it was reported the pump had come loose and twisted again. The patient had lost 50-60 pounds and had a lot of extra skin. Their healthcare provider (hcp) asked the patient if she was manipulating the pump and she denied. The hcp gave the option to have the pump implanted posteriorly ¿in the butt¿ or have the pump explanted. The patient was to follow-up with their hcp.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 from a healthcare professional (hcp) via a manufacturer representative (rep) reported the patient reported the pump was flipping in patient's abdomen when would stand from a sitting position. Patient also reported intermittent therapy. Patient was suspected to also be flipping the pump. No troubleshooting was performed before procedure done today ((B)(6) 2016). Surgical plan was to perform a pocket revision, when hcp found the 8578 connector disconnected from the 8709 catheter due to the existing positioning of the pump. Hcp replaced and connected the connector with a new 8578 to the existing 8709, and moved the pump and made a new pump pocket with a mesh pouch to help prevent further pump flips. It was noted the 8709 was intact at time of surgery. It was also noted the patient's pump was flipped. The issue was noted to be resolved and the patient's status was alive-no injury. Patient was receiving morphine 30mg/ml for a total dose of 1.64 mg/day and fentanyl 500mcg/ml for a total dose of 27.48 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.